Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 11/1/2024. One device was returned for analysis. Review of the event history log (ehl) alarmed and indicated that the customer information was lost and to reset to standard configuration. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.